Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the low blood glucose (bg) alerts did not annunciate as expected. Blood glucose level was 76 mg/dl. Tandem technical support reviewed pump data and observed the alert declared, however the customer reported that the pump did not annunciate an audible alert. Although requested, the customer declined to upload the pump data logs.